Event description:
It was reported that the patient presented with high defibrillating impedance on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.